Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# j0421510v, implanted: 2004 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient was having a ¿horrible time¿ keeping the implantable neurostimulator (ins) on since implant. The patient thought they had better therapy when ¿backlight is on programmer.¿ every time the patient was seen by the healthcare provider, the ins would be turned off. It was noted that sometimes the patient had to use the bathroom right after they had urinated. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
It was reported that when they turned the light on the programmer on they had a screen with a yield sign with an exclamation part and a hand with a finger pointing to recycle. It was reported that when the patient had the device first put in stimulation was set at 1v. When the patient saw their health care provider (hcp) it was on 1.4v and now the patient did not feel it at 1.4v at all.

Manufacturer narrative:
(B)(4).